Event description:
A customer reported that, needles of multiple ophthalmic sutures from the same box were not sharp, requiring excessive force to apply. Procedure details and timing of the event are unknown. Details regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).